Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating there was a speaker malfunction error at monitor and central. It is known that the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a faulty speaker. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.